Event description:
Removal of left breast implant & capsule & right breast implant & capsule. Implants & tissue sample sent to lab for analysis. It is believed the breast implantation is 5 yrs old. No supporting documentation available.